Event description:
Complainant alleged that while attempting to shock a patient the device displayed "pacer fault 117" and would not discharge. Delivered 6-8 shocks prior to receiving error messaged and subsequently functioned properly, passing the selftest. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did no indicate that there was any adverse effects to the patient due to reported malfunction.